Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-10510. It was reported, the pt ((B)(6)) was experiencing heating while charging the ipg and pain associated with friction from the charging belt. In addition, the pt reported having problems recharging the ipg. The ipg was removed and replaced. It was reported the pt was doing well post-operatively.

Manufacturer narrative:
This ipg serial number was included in a field advisory. This ipg serial number was also included in a field correction. Result: as received, visual inspection of the ipg revealed no visual anomalies. The ipg successfully communicated with a test standard pt programmer. The ipg was functionally tested on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, the battery/charge functions, and output signal integrity. All portions of the testing passed. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.